Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when taking inferior mesenteric artery during the laparoscopic high anterior resection, the surgeon was able to press the green button but the stapler did not fire. It was stated that hand piece was loaded and prepared as usual. The jaws closed when placed on tissue but unable to trigger the firing mechanism to initiate staple line. The jaws were opened and removed from the patient but still did not fire when test at trolley. Another hand piece and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the firing knobs were retracted and the articulation levers were in neutral position. The instruments were loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.